Manufacturer narrative:
Concomitant products: addrl1 ipg implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right ventricular (rv) lead exhibited oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.